Event description:
Caller reported a cgm error with code 42, pertaining to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset and guided the caller through the process, after which the pump did not display the cgm error code again. The caller successfully started their sensor session.